Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be shortened. During investigation the soft cannula was measured to be out of specification. It could not be conclusively determined when or how this damage occurred. The download data contains no hazard alarms or timeouts that would indicate a damaged cannula. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (hip/buttocks); upon removal, the cannula also appeared bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.